Event description:
Reporter stated that his wife switched to dexcom monitor g6 in (B)(6) 2020 and that she developed a reaction from the sensors. The skin around and under the sensor is a puffy rash. He explained his frustration is that they have purchased all sorts of barriers to place under the sensors at an additional expense and none of them seem to help prevent the rash. He has estimated that ten sensors have been used thus far.